Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. This supplemental emdr represents the perfix plug (device #1). An additional supplemental emdr and an emdr was submitted to represent the 3dmax (device #3) & perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and perfix plug on (B)(6) 2011 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device #1 & #2). Per operative notes, ¿the large hernia sac was identified in right inguinal region and dissected. A perfix plug (device #1) was placed and sutured. The same procedure was performed at left inguinal region and implanted with perfix plug (device #2).¿ (B)(6) 2017 - patient was diagnosed with recurrent bilateral inguinal hernia with pain thereby underwent laparoscopic repair with partial excision of mesh (device #1) and complete excision of mesh (device #2) with implant of 3d max (device #3 & #4). Per operative notes, ¿the plug in right side expanding to the direct space was partially removed, remaining portion adherent to fascia was left in place. The hernia defect was repaired with a large 3d max (device #3) and tacked. The plug on left side migrated to pubic bone was removed entirely. A direct hernia was repaired with a 3d max (device #4) and tacked.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/ davol 3dmax and perfix plug on (B)(6) 2011 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.